Event description:
It was reported that the patient developed crepitus. The patient remained intubated until the condition subsided 3-4 hours later. No other adverse consequences were reported.

Manufacturer narrative:
Additional information will be provided once teh investigation has been completed.

Event description:
It was reported that the patient developed crepitus. The patient remained intubated until the condition subsided 3-4 hours later. No other adverse consequences were reported.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root causes for the reported failure involving this device could have been probably caused by: pressure sensor malfunction / out of calibration, software malfunction, use error and/or insufflator operated in least favorable environmental conditions for an extended period of time. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.